Event description:
It was reported that both implantable neurostimulators (ins) had been explanted about a year prior to report. The reporter was unaware of the reason for explant. The patient only had one set of leads currently implanted. The patient was going to be re-implanted on the day of report with 2 ins¿s and another set of leads. After the ins¿s were removed the patient had a return of pain. When the patient still had stimulation they had approximately 95 percent of pain was covered. Later it was reported that the clinician¿s office reported that the patient¿s batteries were explanted because the patient had a nasty fall down a multi floor set of stairs and the leads and batteries were damaged in the fall because of the patient¿s tiny frame, the batteries took direct hits. The office stated that someone from the manufacturer did troubleshooting but not sure who or what they did. The office also believed that there were other complications for the fall that forced their hand in removing batteries but the documentation of the incident was not thorough. The patient was experiencing shocking sensations all over her body and the device stopped working after the fall. The patient had a re-trial done and was successful. The patient had normal pain return once the batteries and two leads were removed and was scheduled for a replacement on (B)(6) 2014 for replacement leads and batteries. The patient was getting 90-95 percent relief prior to fall. Later it was reported that the patient had been doing great and receiving good therapy since the surgery on (B)(6) 2014. The aware date was unclear and we were not able to get confirmation on a specific date.

Manufacturer narrative:
Concomitant products: product ID 37713, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # v660238, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v390370, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v643872, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37082-20, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3888-33, lot # v468717, implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v468717, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v643872, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v390370, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v660238, implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).